Manufacturer narrative:
Supplemental filed to correct e1 to spain.

Manufacturer narrative:
Followup2 filed due to device returned for evaluation and corrections to d4 (lot, udi0, d9, h2, h3, h4, h6(b). The root cause has been established through acumed's health hazard evaluation process.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related numbers (including this report) are as follows: 3025141-2025-00599, 3025141-2025-00600.

Event description:
It was reported that the user is having problems with the item 80-0728, which was received in the last shipments; they are breaking very easily. There were no reported adverse consequences or delays.